Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.